Event description:
It was reported that during a laparoscopic assisted supracervical hysterectomy procedure the surgeon was using the first device and after using several times a crunching noise was made, they decided to use a second device. The second device was placed on the utero- ovarian ligament and the blade would not advance and the device would not open. The surgeon pulled the device off of the tissue and used a ligasure device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Device b was received in good condition. Under magnification, no visual issues noticed. The device was mechanically tested and the jaws opened and closed without difficulty. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No yellow alert screens were displaying during testing. No abnormal noises were heard. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.